Manufacturer narrative:
(B)(4). Attempts to reach the reporter of the complaint have been unsuccessful. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connecting tubing." "When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a green dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port." "When adjusting band volume once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."

Event description:
Reported event of band leakage in one pt from abstract: "standardized laparoscopic gastric band insertion technique is reducing the early morbidity of band surgery," surgical endoscopy and other interventional techniques (april 2013) vol 27, supp. Suppl. 1, 99. Meeting info: (b)(6. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.